Event description:
It was reported that during an attempted implant the implantable cardioverter defibrillator (ICD) exhibited high impedances. The device was not implanted; another device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5076 implantable pacing lead implanted 2005 (B)(6); model 4193 implantable pacing lead implanted 2005 (B)(6); model 6947 implantable tachy lead implanted 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.